Manufacturer narrative:
The reported event was confirmed cause unknown. It was received 1 all silicone foley catheter. The catheter balloon was inflated with 5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed. Catheter concentricity was evidenced 60:40 (whitin specification) and the catheter rested with no leaks. The inhouse syringe was connected and it was able to return the 5 ml in one minute and 45 seconds however it was evidenced cuffing. The sample received does not meet specifications which states balloon must not cuff after deflation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be balloon material does not shrink quickly enough. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use".

Event description:
It was reported that registered nurse went to remove foley resistance was met, this registered nurse stopped immediately. Urology consulted and en route. When registered nurse went to go examine foley catheter after removed it looked like the balloon was only inflating on one side (pcn#165810). Per follow up via email on 20mar2024, the patient experienced temporary pain, but no physical harm. Per sample received on 15apr2024, it was noted that the foley catheter was returned for evaluation (pcn#119216m). Per notification from investigator on 10may2024, during sample evaluation it was found that the foley catheter balloon was mushroomed (pcn#165810).